Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was referred for full revision surgery due to high impedance. The patient later had a battery replacement only and post operative lead impedance was reported ok. High impedance is not expected to resolve from a battery replacement. There likely is a positional fracture that was not seen in surgery where manipulation of the lead during surgery placed the lead in a position where impedance was normal. The physician has been contacted to re-interrogate the patient multiple times at follow up appointment to test for positional fracture. No other relevant information has been received to date.